Event description:
On (B)(6) 2012, the patient claimed that blood glucose was elevated to 365 mg/dl while the animas insulin pump had intermittent power issue. The patient claimed her hcp never provided her with a backup plan should the animas pump malfunctions. The patient felt fine during the time of the call, but complained of dry mouth. The animas representative advised her to go to the ER for further assistance. The subject insulin pump is being replaced because the ok button is not responding to touch after the battery was replaced. This complaint is being reported due to the alleged power issue and because the patient had elevated blood glucose and symptom that can be suggest of a serious injury.

Manufacturer narrative:
(B)(4). Device evaluation: animas received the pump involved with this complaint and completed a device evaluation on (B)(4) 2012. Investigation confirmed there was no physical or moisture damage to the battery compartment; the battery cap was intact and fastened securely. Unable to reproduce any reboots. An "ezprime" operation was performed with no difficulties noted. There were no alarms related to the complaint in the alarm history. Review of the tdd basal delivery shows pump was delivering accurately up until the reported event date and correctly reflects the user's active basal program. Review of the pump's history download (black box) shows reboots occurring on the reported event date. The pump was exercised for 29 hrs and given a flow accuracy test; the pump was found to be delivering accurately as designed at the conclusion of testing. No reboots were duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.